Event description:
A malfunction alarm was reported on the pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to reload the original cartridge onto the pump, which the customer successfully completed, allowing them to resume insulin delivery.